Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient had an allergic reaction to the pump casing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. A pocket infection was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was cultures were sent, results were not available. The actions and interventions taken to resolve the issue was the pump and catheter were explanted due to infection in the pump pocket. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.